Event description:
Procedure type: gastric bypass. According to the reporter: the tip of the port broke as it was being inserted. Tip ended up in patient's fascia, surgeon had to enlarge the incision in order to remove it, less than 1". A new device was opened to continue on with the case. No delay. No bleeding. No patient injury was reported.

Manufacturer narrative:
(B)(4).